Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The affected device was requested back to the manufacturer site for a detailed investigation. Deviation could be reproduced and the root cause was a defective eeprom. The defective part will be replaced and the device returned to customer.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system triggered an error message on the system panel during setup. There was no report of patient injury.